Event description:
It was reported that a pump a127 goflo was running at a higher pressure. Occurre during shoulder arthroscopy. No delay was reported. A back-up device was available.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the pump was running at higher pressure. A visual inspection was performed and showed the pump is in good general condition. The tube set holder paint is chipped and the hand wheel is worn. Functional inspection was performed and the pump passed the initial self-test successfully. Two errors were logged due to a motor error but unable to confirm or reproduce. There is also no relation to the reported event and the motor error. Pressure test at 50mmhg and 100mmhg passed within tolerance range, overpressure test passed according to specifications, flow test was conducted, and the pump performed as per specification.